Event description:
It was reported that during the procedure in the heavily calcified and tortuous aorta, the 4.0 x 12 xience v stent system could not advance. Force was applied and the proximal shaft kinked and then broke outside of the patient anatomy at the sheath. A clamp was used to retrieve the distal portion of the stent system through the sheath and from the anatomy. A second 4.0 x 12 xience v stent system was advanced but could not cross the lesion. The device was removed from the anatomy without difficulty. The vessel was successfully treated with a non-abbott stent system. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4) - (excessive force). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, it appears the difficulties advancing may be related to the patient's anatomical conditions, as it was reported that another xience v unit failed to cross and the procedure was in a heavily calcified and tortuous vessel. Although, the stent delivery system (sds) was not returned for evaluation, which may have aided in the cause analysis, it is likely that the shaft kinked as a result of pushing against resistance while attempting to cross the heavily calcified and tortuous lesion and during removal the hypotube separated. If the proximal end of the sds is not properly supported during pushing or advancing against resistance, it may cause the shaft to kink. Once the shaft is kinked, and upon straightening, the hypotube material could separate. Additional info received suggests that force was applied and the shaft of the sds first kinked and then broke at the entry site of the sheath. It should be noted that the product instruction for use states: "should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and / or applying excessive force to the delivery system can potentially result in loss or damage to the stent and / or delivery system components." In this case, it is not known if the excessive force applied while advancing caused the reported shaft separation. Furthermore, it was reported that as a result of the separation, the physician used a clamp to catch the distal part of the shaft and could retract the distal part of the sds from the anatomy through the sheath. The reported failure to cross and shaft separation appears to be related to case circumstances and there is no indication to suggest a product deficiency. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. All stent delivery systems are 100% visually inspected for kinks during the manufacturing process. Additionally, a sampling of units is destructively tested to verify lumen integrity. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release.